Event description:
It was reported that insulin pump displayed non-resettable malfunction alarm during normal use, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer was informed pump needed replacement, continued insulin delivery with replacement pump provided by distributor, and arrangements were made to confirm shipping details while return of malfunctioning pump was not specified.